Event description:
Physician's note of may 14,80 states pt's right breast is slightly firm and a closed capsulotomy was performed on 6/4/80. Subsequent notes states pt had minor fibrocystic disease in the right breast laterally near the chest wall. Diagnosis of biopsy states foreign body material with foreign body reaction.